Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of low erroneous results for 1 patient sample tested for elecsys ferritin (ferritin), elecsys free psa immunoassay (free psa), elecsys total psa immunoassay (total psa), elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The erroneous results were not reported outside of the laboratory. The customer repeated the patient sample on a different e602 module and discrepant results were identified. The repeat results were believed to be correct. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The ferritin reagent lot number was 253880. The free psa reagent lot number was 243139. The total psa reagent lot number was 260729. The ft4 ii reagent lot number was 270341. The tsh reagent lot number was 291617. No expiration dates were provided.

Manufacturer narrative:
Calibration and qc were acceptable for all assays involved. No reagent issues are suspected. Upon review of the alarm trace, no sample aspiration alarms were observed at the time of the results. The investigation was unable to find a definitive root cause.